Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The cause was not determined. If the stimulation turns off again, they would turn on the communicator and record what programs have turned off and then notify medtronic. The issue was not resolved. The manufacturer representative called support but there was no solution.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the device turned only part of a <(>&<)> b off and none of c. The cause of the event was unknown.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient states about a week ago the stimulator decided to turn itself off. Patient states all of a sudden they were getting pains that they should not have because the ins has been covering the pain. Pt states they connected to the ins with the handset and were able to turn stim back on. Pt states they did not manually turn stim off, they have not recently had an MRI and they have had no falls or trauma. Pt wants to know how to have the ins checked. Agent reviewed manufacturer role and redirected to dr.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.